Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. Following the insertion of a non-bsc introducer sheath and the advancement of a non-bsc guidewire, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with this device. No patient complications were reported and the patient's status was good.